Event description:
Boston scientific received information that this pacemaker detected high out of range pacing impedances, high thresholds and loss of capture (loc) on the associated right ventricular (rv) lead. Attempts to perform lead measurement tests were unsuccessful. The device was found to be in storage mode. An x-ray revealed what appears to be an under-inserted lead. A revision procedure was performed and the issue was corrected. The device and lead remain in service without further issue. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.